Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they believe the insulin pump gave them too small of a bolus. Customer's blood glucose reading at the time of the call was 415 mg/dl and has treated with a manual injection. Customer reported symptoms of dry mouth, increased thirst and frequent urination. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. No delivery alarm was noted in the alarm history. The high pressure test was also performed and passed. Customer's blood glucose reading at the time of the call was 309 mg/dl. No further information reported.